Event description:
It was reported that a caregiver called to ask whether adjusting the patient¿s weight would affect ilet dosing and was informed it would, and also reported elevated blood glucose with a most recent value of 220 after the patient discontinued mounjaro and experienced weight gain, with the device identified as ilet and no device component specified. Symptoms included hyperglycemia. Outcomes included no noted health consequences or impact. Investigation included communication with the reporter and analysis of the information provided. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.